Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, sudden drop in battery longevity was observed three days post-implant. The device remains implanted. Patient was fine and will be monitored.

Manufacturer narrative:
Correction: for follow-up 1 should have been apr 16, 2018.